Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.8, lab: 2.0. Time between inratio meter and lab testing was 1 hour.

Manufacturer narrative:
Investigation pending.